Event description:
It was reported that during a mildly tortuous, heavily calcified, de novo, concentric, 90% stenosed, distal, right coronary artery (rca) stenting procedure, with pre-dilatation, a nc trek balloon dilatation catheter (bdc) was advanced to the lesion and with the first inflation at 14 atmospheres, the balloon ruptured. The nc trek bdc was removed, another unspecified 3.0mm bdc was used for successful pre-dilatation, and an unspecified stent was implanted. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.